Manufacturer narrative:
The reported values were within the 95% two-sided limits of the triage device results were also within 1 standard deviation. No further investigation will be pursued. As there is no indication of a product deficiency, no corrective action is required at this time.

Event description:
Caller alleging discrepant low tnl. Customer reported poor tni correlation: triage meters (in ed) =<0.05 (3x), access2=0.060, 0.068. 0.065. Reference range: triage meter: norma. 0.0-0.09. Access 2=0.0-0.039. Purple edta-wb tube for triage meter (one tube may have not been a full-draw), green top tube for access2; tested immediately upon collection; visual inspection of tubes: ok, nothing unusual; kitted pipettes used; mixed well prior to testing; qcd, qc and cal vers passed as expected; 3 triage meters in ed were utilized.